Manufacturer narrative:
The patient sample was provided to siemens for further investigation. The sample was tested (neat) for ca 19-9 on an advia centaur system, and alternate test method (vista), and the results were elevated for both. The patient sample was treated with a heterophilic blocking tube (hbt), and the ca 19-9 results were lower for both test methods. The advia centaur ca 19-9 and dimension vista ca 19-9 assays use the same monoclonal antibody (clone 1116-ns-19-9). The lower hbt returned sample results, indicates heterophilic antibodies are falsely elevating the ca 19-9 results of the advia centaur xp. Customer's return patient sample results: sample: advia centaur system, dimension vista system; neat:511.200, 966.400; hbt: 302.085, 303.900. The limitations section of the instructions for use (IFU) states the following: "warning": "do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease." "Note" : "do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." "The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay specific values to evaluate quality control results." "Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."

Event description:
An elevated advia centaur xp ca 19-9 result was obtained on a patient sample and considered discordant compared to other laboratory alternate ca 19-9 test method results. The customer performed repeat testing on another advia centaur system and the result was elevated. The physician question the elevated ca 19-9 result, and the patient sample was sent to other laboratories for testing. The results from the other laboratories with alternate ca 19-9 test methods were lower. There are no known reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp ca 19-9 results.